Event description:
Pt had pacemaker implanted in 1987 and followed-up with it in 1993 and 1995. At his follow-up visit on 10/96 the pacemaker was not working. There were no spikes, no capture, and it appeared that there was no activity from the pacemaker generator, indicating that the pacemaker generator is completely out of power. Admitted for replacement.